Manufacturer narrative:
The pump was received with an intermittent act button response due to the corroded keypad traces. There was no button error alarm during testing. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The customer reported via phone call that she had a button error alarm and the pump had gotten wet and exposed to water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.